Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included endometriosis, vaginal odor, vaginal odor and muscle cramps. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("pain lots of pain in the left side of abdomen"), allergy to metals ("metal/nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine/ headaches "), headache ("migraine/ headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and rash ("metal buttons on jeans would rub the skin raw"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal and menorrhagia)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal and menorrhagia)") and dysgeusia ("could taste and smell metal all the time") and was found to have weight decreased ("weight loss"). The patient was treated with diphenhydramine hydrochloride;paracetamol (tylenol p.m.), ibuprofen (motrin children) and surgery (bilateral salpingectomy and teeth pulled). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth disorder, migraine, nausea, vaginal discharge, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the abdominal pain lower, headache, rash and dysgeusia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysgeusia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, it was noted that 3 coils protruded from the left tube into the cavity. The essure device inserted into right ostia. It was noted that 4 coils on the right side protruded from the tube into the uterine cavity. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Most recent follow-up information incorporated above includes: on 25-apr-2019: plaintiff fact sheet received. New reporter added. Patient demographic details were added. Lot number, expiration date received. New event added abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), to metal/ nickel allergy, apareunia (inability to have sexual intercourse), dental problems, migraines / headaches, nausea, pain, metal buttons on jeans would rub the skin raw, metallic smell, taste metallic, vaginal discharge, fatigue, hair loss, weight gain and she didn¿t undergo essure confirmation test. Treatment drug added. Concomitant conditions added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.